Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2004: the patient underwent caudal epidural steroid injection as per her primary pain specialist pain request. No complications were noted. On (B)(6) 2004: the patient underwent caudal epidural steroid injection, session 2. No complications were noted. On (B)(6) 2005: the patient underwent MRI of the lumbar spine. Impression: status post laminectomy at l4 and l5; disc osteophyte complex at l3-4 causing central compression of thecal sac; severe degenerative disc disease at l4-5; facet arthropathy at l3-4 and l4-5 and to some extent at l5-s1. On (B)(6) 2005: the patient presented with low back pain with left leg pain. The patient reports numbness in the left lower extremity, muscle spasms in the low back. On (B)(6) 2005: the patient presented with low back pain, some paraspinal spasm. On (B)(6) 2006: the patient presented with a preoperative diagnosis of lateralized left l4 screw with hip and leg pain. The patient underwent a reposition of the left l4 screw with fluoroscopic guidance and placement of a new jackson-pratt drain. No patient complications were noted. The patient underwent CT of the lumbar spine. Impression: left pedicle screw at l5 traverses the far lateral aspect of the pedicle and extends anteriorly lateral to the vertebral body between the vertebral body and the psoas muscle. The screw tip does not approach the iliac arteries or veins. Post op CT shows interval replacement of the left pedicular screw, which is now in proper position. On (B)(6) 2006: the patient was discharged home. On (B)(6) 2006: the patient underwent x-rays of the lumbosacral spine. Impression: good position of the hardware with stable mild retro listhesis l5 over s1. On (B)(6) 2006: the patient presented for MRI of the lumbar spine. Impression: focal disc protrusion at l2-3 compressing the thecal sac centrally and towards the right side; small disc osteophyte complex causing minimal central compression of the thecal sac at l3-4; grade 1 degenerative disc disease at l4-5. On (B)(6) 2007: the patient underwent an MRI of the lumbar spine. Impression: there is a broad based central disc protrusion at l2-3 ca using concavity of the ventral thecal sac but no significant central stenosis. There is no significant central stenosis, foraminal stenosis, or significant granulation tissue at the surgical levels. On (B)(6) 2008: the patient presented with low back and lower extremity pain. Assessment: myofascial pain secondary to muscle spasm; low back pain; failed back syndrome. On (B)(6) 2008: the patient presented with radicular pain, greater in the left lower extremity than the right and extreme pain in the low back area around the surgical site. On (B)(6) 2008: the patient presented with continued low back pain. The patient underwent injection around hardware x 8 spots with fluoroscopic guidance. No complications were noted. On (B)(6) 2009/(B)(6) 2009/(B)(6) 2009: the patient presented with lower back pain that radiates to the lower extremities. Assessment: lumbago. On (B)(6) 2009: the patient presented with swelling in his bilateral feet and ankles without injury. Assessment: edema, advised to wear compression stockings. On (B)(6) 2010: the patient presented with back pain, quadriceps weakness, limited range of motion, and an antalgic gait. X-rays of her lumbar spine show l3-5 fusion with a transitional l5 segment. There is some adjacent l2-3 disk degeneration and disc height narrowing. No instability on flexion/extension views. MRI report from 2007 states that l2-3, there is a stable broad based disc protrusion with no significant stenosis which were stable compared to a CT of 2006. Assessment: chronic low back pain and bilateral lower extremity radiculopathy; failed back syndrome; possible adjacent level disease at l2-3 with stenosis. On (B)(6) 2010: the patient presented with a preoperative diagnosis of infertility. The patient underwent the following procedures: diagnostic laparoscopy, lysis of adhesions with laster ablation and attempted bilateral tubal hydroablation. The patient had the following postoperative diagnoses: endometriosis; pelvic adhesions; liver adhesions; bilateral proximal tubal occlusion. On (B)(6) 2010: the patient presented for MRI of the lumbar spine. Impression: no significant disc protrusion or spinal canal stenosis. The patient underwent CT of the lumbar spine. Impression: no significant disc protrusion or spinal canal stenosis. On (B)(6) 2010: the patient's MRI was reviewed and it showed evidence of l2-3 degeneration. On (B)(6)2010: the patient presented with lower back pain radiating down to the bilateral lower extremities. Assessment: low back pain with bilateral lower extremity radiation. The patient at this point has axial as well as radicular symptoms, neuropathic and somatic in nature. She has failed all forms of conservative treatment. On (B)(6) 2010: the patient underwent an MRI. Findings: adjacent level degeneration and l2-3 degenerative disc disease. Flat back deformity with a pitched forward sagittal balance. The patient's cat scan shows a solid posterolateral fusion l5-s1 as a transitional disk. She has robust posterolateral bone at l5-s1 and actually has good posterolateral fusion into her lumbosacral junction. Assessment: flat back deformity; l2-3 disc degeneration; chronic low back pain. On (B)(6) 2010: the patient resented with the following preoperative diagnoses: flat back deformity; prior l2 through l5 fusion; l2-3 d degenerative disk disease; kyphosis. The patient underwent the following procedures: l2-3 transforaminal lumbar interbody fusion with cage; l3-4 interbody fusion, with peek biomechanical cage; smith-peterson osteotomy l3-4 (through prior fusion); l2-3, l3-4 laminectomy; posterolateral fusion l2-3, l3-4; pedicle screw instrumentation l2-l5. Per the op notes, at l2-3, bone graft from the laminectomy was ground through a bone mill and through a bone funnel, as well as some rhbmp-2/acs and a competitor's product was packed on the contralateral side. A competitor's cage was used. At l3-4, a small amount of bone graft was used, as well as a small rhbmp-2/acs sponge and packed in the anterior aspect of the disc space at this level. A banana shaped cage was used, placed in the midpoint of the vertebral body and parallel to the end plate. The cages were packed in the center and out the sides with a small rhbmp-2/acs sponge and a competitor's product. The posterolateral gutter on the right was prepared, decorticated and the remainder of the local bone graft was packed, rhbmp-2/acs and a competitor's product was packed in the posterolateral gutter, particularly at the l2-3 level on the right side. No patient complications were noted. On (B)(6) 2010: the patient underwent x-rays that show good sagittal balance and alignment. On (B)(6) 2010: the patient presented for CT of the lumbar spine. Impression: postsurgical changes from l2-5, hardware is intact, there is stable lucency at the tip of the right l5 screw; artifact limits evaluation of the canal, however, no significant central canal stenosis is identified. No acute osseous abnormality. On (B)(6) 2010: the patient underwent MRI of the lumbar spine. Impression: new enhancing marrow edema involving the inferior half of l2 and the superior half of l3 as well as the intervening l2-3 disc space. There is some surrounding soft tissue enhancement as well. Findings are suspicious of discitis and osteomyelitis with minimal surrounding phlegmon. No focal abscess is identified at this time. Clinical correlation and short term follow up is advised; enhancing granulation tissue is evident in the left neuroforamen of l2-3 and l3-4; no evidence of recurrent or residual disc herniation, central canal or neuroforaminal stenosis. On (B)(6) 2011: the patient presented with left leg radicular pain, more buttock, posterior leg, and into her calf. MRI did not show any evidence of a significant central canal stenosis. Her left leg radicular pain is worsening. Straight leg raise does cause left leg pain. On (B)(6) 2011: the patient underwent MRI of the lumbar spine due to back pain. Impression: there is noted ovoid fluid density measuring 2.1 x 1.2 cm at the interdisk space of l3-4 extending into and abutting anterior thecal sac, which is narrow at apex in the disc space behind the cage. There is a separate fluid density abutting thecal sac posteriorly measuring 1 x 1.2 cm. The density of collection is csf density and there is no surrounding inflammatory changes to suggest abscess. This is high suspicious of localized csf leakage. On (B)(6) 2011: the patient presented with a preoperative diagnoses of radiculitis left lower extremity. The patient underwent an exploration of prior fusion, repair of cerebrospinal fluid leak, and removal of instrumentation on the left l5 vertebra. The patient's postoperative diagnoses were cerebrospinal fluid leak l3-4 interspace, left, with small spinal fluid pocket. On (B)(6) 2011: the patient was discharged home. On (B)(6) 2011: the patient presented with a flare up of left leg radicular pain following a fall on the ice. (B)(6) 2011/(B)(6) 2011: the patient presented with low back pain. Assessment: lumbago. On (B)(6) 2012: the patient presented with left great toe pain. On (B)(6) 2013: the patient presented for x-rays of the chest. Impression: no acute process, no significant interval change.

Manufacturer narrative:
(B)(4)

Event description:
(B)(4), 2010: the patient underwent lumbar spine fusion surgery using rhbmp-2/acs, trinity evolution implants, oak putty and connector. No other information was provided.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.